Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A technician reported to baxter (B)(4) that the machine had a turnover failure that started out intermittently then became constant during therapy. The patient's pressure increased and wash back was recommended. There was no patient injury or medical intervention. There was patient involvement.